Manufacturer narrative:
The pushwire was returned for analysis without the stent or microcatheter. Therefore, any contributing factors from the stent or microcatheter could not be assessed. Based on the customer's report, images, and the device analysis, the event was confirmed. The pushwire was found separated from the stent. It is possible that the ¿severely tortuous¿ and ¿stenosis proximal to the thrombus site¿ may have contributed to the reported of ¿resistance¿ during retrieval. Subsequently causing the stent to be pulled beyond the maximum tensile specification. Which resulted in detachment of the stent from the pushwire. However, the root cause could not be verified. Per the solitaire fr instructions for use (IFU): to prevent device separation: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site¿. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The pushwire was returned for analysis without the stent or microcatheter; therefore, any contributing factors from these items could not be assessed. No issues were found with the marker coil or pushwire. The pushwire ball was noticed to have mechanical damage on the opposite sides of the ball surface. Based on the customer's images, device analysis and reported information, the report of ¿device separation¿ was confirmed. It is possible that the severely vessel tortuous and stenosis proximal to the thrombus site may have contributed to the reported resistance during retrieval; subsequently causing the stent to be pulled beyond the maximum tensile specification, resulting in a detachment of the stent from the pushwire. However, the root cause could not be verified as the stent was not returned. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the device¿s instruction for use (IFU): ¿to prevent device separation: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site¿.

Manufacturer narrative:
The device was received, however, the device analysis is currently underway. A supplemental report will be submitted when the analysis is complete.

Event description:
Medtronic received information that during the mechanical thrombectomy procedure, the stent unintentionally separated from the pushwire. It was left in the distal internal carotid top through the m1. The mechanical thrombectomy device was reported to have made one pass, however, a second pass was required. Upon this second retrieval, there was slight resistance around the distal internal carotid. The device was slowly being retrieve when it separated. The stent was left inside the patient and the procedure was completed without revascularization of the target vessel. The vessel was reported as having moderate to severely tortuous and moderate in size diameter. Vessel stenosis proximal to the thrombus site was reported. Post intervention, the patient received conservative therapy with medications. However the patient did not have neurological changes since the initial admission for the infarction treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.